Manufacturer narrative:
(B)(4).

Event description:
A charger was returned for evaluation; however it could not be determined if this complaint device. The device was visually inspected and no defect was found. Charger load test was performed and passed. The reported event of an overheating accessory was not confirmed. A root cause could not be determined. A usb a to usb micro b power wires were also returned for evaluation and could not be determined if these were the complaint device.the device was visually inspected and no defect was found. Charger load test was performed and passed. The reported event of an overheating accessory was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the usb wall adapter overheated. No additional event or patient information is available. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.